Event description:
It was reported the pt was experiencing a burning sensation in the parasthesia area when the stimulator was on. It was also reported the pt was unable to make adjustments to the stimulation with the antenna attached. Add'l info has been requested but was not available on the date of this report.